Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, right hip. It was reported that after seating the shell and implanting a screw, torx bit screwdriver tip broke off flush with the second screw's head when the screw was 3-4mm from being seated. No purchase could be found on the screw to remove it. The surgeon decided to ground the shell around the screw using a competitor surgical drill, and gained enough purchase to remove the screw. Due to the damage to the shell, the mdm liner would not lock into the shell. The existing shell and screw were removed, the surgeon reamed up a size, implanted a larger shell, and proceeded as planned with the surgery. Patient's bone quality was reported as slightly below average. A surgical delay of approximately 45 minutes was reported. Rep provided an implant sheet and reported that he might be able to obtain the operative report, but that no further information would be released by the surgeon or hospital. The driver is available for return but all wasted implants were disposed by the hospital.